Event description:
It was reported that following a lap gastric band procedure that was completed in 2008, the injection port was visible but the surgeon could not do a fill for the pt. Therefore, the surgeon performed an additional surgical procedure to replace the injection port. During the surgery, the initial port was found connected to the facia. The metal connector and the strain relief were attached to the port, but the tubing was disconnected and free-floating in the abdomen. A replacement kit was used to replace the port and the connector. The pt is stable.

Manufacturer narrative:
Date sent: 9/22/2008. Info is unavailable; device was not returned for eval.